Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip would not deploy correctly and kept falling out of jaws of the medium-large clip applier. It is unknown if a fragment that fell into the patient was retrieved. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.